Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a balloon leak occurred. The 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for coronary artery stent implantation. During the procedure, it was noted that the balloon was leaking and a pinhole was observed. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified no kinks or damages on the hypotube shaft. No kinks or damages were identified on the polymer shaft. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. A microscopic examination of the markerbands found no damage. Leakage examination identified that the device was attached to a pretested encore inflation unit. During an attempt to inflate the balloon a pinhole leak was identified in the balloon. The pinhole was located in the mid-section of the balloon.

Event description:
It was reported that a balloon leak occurred. The 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for coronary artery stent implantation. During the procedure, it was noted that the balloon was leaking and a pinhole was observed. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure.